Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous shaft kinks. Microscopic examination of the balloon revealed a pinhole 45mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.